Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es latch on fridge door was not latching. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to function properly. The field service engineer (fse) had arrived on-site and replaced the fridge hasp. The hasp was aligned and adjusted to the smart remote manager to ensure proper engagement with the latch assembly. The fse also replaced the latch assembly and wire harness. Following these repairs, the smart remote manager operated normally and was confirmed to be in good working order. No additional issues were identified. The system functioned as intended after the field service engineer repaired the device.